Manufacturer narrative:
Additional information: b5, h6, and h11. B5: upon follow up, it was reported that the transfer set was changed. No additional information is available. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported the patient found "external leakage of dialysis fluid is evident through the key". The patient presented to the pd clinic with cloudy fluid. The patient received unspecified broad-spectrum antibiotic treatment for the event. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the peritonitis had resolved. Action taken with pd therapy was not reported. No additional information is available.